Event description:
It was reported that there was adverse local tissue reaction associated with a modular hip hemiarthroplasty - reports a (B)(6) man symptomatic pseudotumor formation, confirmed by pathologic examination of the excised pseudotumor, with a large-head modular hip hemiarthroplasty which had been implanted for a displaced intracapsular fractured neck of the femur in 2007. It was reported that revision surgery was performed 60 months after the index operation. It was reported that metallosis and corrosion of the modular head/neck taper junction were noted at the time of revision surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 602x-3535 accolade tmzf plus femoral stem - size 3.5. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.